Event description:
The customer reported stated there was no image on the monitor and there were intermittent problems with the handcontrol.

Manufacturer narrative:
The ge service rep ordered and replaced the cable assembly and hand control. The system tests satisfactory at this time. The image appears on the monitor and the handswitch functions.